Manufacturer narrative:
The user reported going to the hospital on (B)(6) 2025 for two scheduled procedures: a colonoscopy and a biopsy of a lump on their breast. At the time of the call, the user stated they were feeling well. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported going to the hospital on (B)(6) 2025 for two scheduled procedures: a colonoscopy and a biopsy of a lump on their breast. At the time of the call, the user stated they were feeling well. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.